Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. It should be noted that in the mitraclip instructions for use, an improper grasp will allow one or both leaflets to move freely. Closing and deploying the clip in this situation may result in loss of leaflet capture and insertion. Loss of leaflet capture and insertion may result in inadequate reduction of mitral regurgitation and may result in a slda. In addition, use echocardiographic imaging to verify valve function, satisfactory coaptation, and insertion of both leaflets. If the clip position is not satisfactory, raise the grippers and invert the clip arms for retraction into the left atrium. All available information was investigated and the reported slda appears to be related to use error, as the inability to visualize the leaflets and clip deployment with an unsatisfactory grasp likely resulted in the posterior leaflet detaching from the clip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report that immediately after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet, requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve. It was noted that it difficult to visualize the leaflets. The posterior leaflet could not be seen in any views. The decision was made to deploy the clip and the mr was reduced to 2+. Immediately after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr returned to 4+. A second clip was implanted to stabilize the slda clip and the mr was reduced to 2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.